Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound with the adc device. Upon troubleshooting, it was determined to be due to a scan timeout error. The customer became non-responsive, was sweating excessively, and subsequently lost consciousness. An emergency doctor was called and the customer treated with 20% glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.